Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal arotic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that upon placement of the contralateral limb the stent graft was deployed outside the gate. The physician was able to successfully re-cannulate the gate with the guidewire from above gaining access form a brachial approach. The physician correctly deployed two iliac limbs and three aortic cuffs, displacing the initially placed limbs between the iliac stent graft and the artery wall. Upon the final angio there were no endoleaks present. No additional clinical sequelae were reported and the pt is reported to be fine.